Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(4). Product ID: bi71000226, serial/lot #: (B)(4). Product ID: bi71000577, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was found that the system would not produce x-rays and the logs showed errors. The power supply ps1 and pcba supply board were replaced, and the starter board was upgraded to help with noise suppression. The system then passed a system checkout. The components have been returned to medtronic and are under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not complete initialization and said "radiation disabled." The system would not produce x-rays, and the logs showed an error 134. The site attempted rebooting twice. The surgery was aborted and rescheduled. There was no reported impact to patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that this was not a software issue and that the event was due to a hardware issue. The software was functioning as designed. Fdm 10, fdr 213, fdc 67 apply to the software analysis. The returned power supply ps1 was analyzed. Analysis revealed an electrical failure. The ps1 failed a bench test. There was no voltage present at the output. Fdm 10, fdr 120, fdc 4307 apply to this analysis. The returned pcba starter was analyzed. No failures were found. Fdm 10, fdr 213, fdc 67 apply to this analysis. The returned pcba supply board was analyzed. No failures were found. Fdm 10, fdr 213, fdc 67 apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.